Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain that the scs ipg site. As a result, surgical intervention was undertaken wherein the scs ipg was explanted and replaced with a different model and at a new pocket site. Post-operatively programming was established effectively.